Event description:
Hamilton medical ag received the following event description: "during ventilation device alarmed with error code 5512. Patient was replaced to another ventilator."

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported that error code 5512 occurred during patient ventilation. The patient was bagged and transferred to another ventilator. No harm was reported. The event did not cause or contribute to a death or serious injury to a patient. A replacement sensor board 2 was shipped to the customer. No further feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the sensor board 2, as no further issues have been reported.

Event description:
Hamilton medical ag received the following event description: "during ventilation device alarmed with error code 5512. Patient was replaced to another ventilator."